Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the serial number is unknown. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of slides presented at pcr lv 2018 "a venous-venous loop for percutaneous treatment of mitral septal paravalvular leak" speaker (B)(6), the following event was identified as pertaining to an edwards device: 7 days after the implantation in a valve in the mitral position, a (B)(6) year old patient developed progressive respiratory impairment, new atrial fibrillation and congestive heart failure. No hemolysis was observed. Toe showed severe mitral paravalvular regurgitation secondary to antero-septal bioprosthesis dehiscence. After heart team case discussion, percutaneous pvl closure was attempted (25 days after smvr). A 6mm amplatzer muscular vsd occluder device was successfully implanted without residual of paravalvular mitral regurgitation and adequate bioprosthesis function. The patient was discharged 1 week after the procedure in optimal clinical condition. Two years follow-up, echo showed no residual pvl and normal mitral bioprosthesis function. As reported, indication for initial replacement was valve incorrect coaptation secondary to posterior leaflet restriction. Smvr & limalad graft were also performed during same surgery. Twenty four hours after surgery, tte was showing normal mitral prosthesis function.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.